Event description:
The reported description notes that the bedside monitor failed to alarm for a spo2 desaturation condition. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm for a spo2 desaturation condition. Pt harm/injury is possible as the user would be unaware of a change in the pt's status due to a failed pt alarm. Root cause - not product malfunction. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. An eval of the cited bedside monitor was performed by a philips technical support engineer. It was found that this bedside monitor functioning per manufacture specs with no problem identified. Per our labeling, instructions for use, part number m8000-9001k, rev h.0, pages 71 - 72, 84 and 87: the default for a desaturation alarm is a high priority alarm. The default for a spo2 alarm is a low priority yellow alarm. To acknowledge all active alarms, select the silence permanent key. This switches off the audible alarm indicators and alarm lamps. If the condition that triggered the alarm is still present after the alarm has been acknowledged, the alarm message stays on the screen with a check mark symbol beside it, except for nbp alarms and alarms from other intermittent measurements. When such an alarm is acknowledged the alarm message disappears. If the alarm condition is no longer present, all alarm indicators stop and the alarm is reset. If alarm reminder is configured on for your monitor, you will get an audible reminder of alarm conditions that remain active after you have acknowledged the alarm. This reminder may take the form of a repetition of the alarm tone for a limited time, or an unlimited repetition of the alarm tone (this is the same as a new alarm). In conclusion, based upon the central monitoring logs, the bedside monitor produced several desaturation alarms in response to a decreased spo2 desaturation beyond the monitor's pre-configured desaturation level. There was an audible alarm produced in response to the desaturation alarm at the central station. The bedside monitor does not record audio alarms. An eval of the bedside monitor found that this monitor is operating as designed. All available info is consistent with the alarms being acknowledged (silenced) at either the bedside or central station monitors. Device labeling adequately describes alarming control. The info provided related to this situation and trending for this issue does not support that there was any malfunction or that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.